Event description:
Patient receiving morphine pump. Nurse entered the room to find patient very lethargic, responding to verbal stimuli only, eyes glassy, and patient unable to carry on a conversation. Respirations were noted to be four per minute and shallow. Patient was given narcan with good reversal and respirations increased to 12. Patient then able to hold a conversation. Patient was then administered a narcan drip form march 10 at 1340 to march 11 at 0900 and was monitored as a 1:2. The pump was examined by biomedical engineering department and was found to test appropriately in all functions. At the time of discovery of the patient, it was noted that the reservoir cassette had disengaged from the pump, thus allowing free flow. The lock mechanism was tested to determine if not properly aligned and locked, the cassette would separate from the pump. It can. Internal alert was distributed to all nursing units emphasizing proper locking techniques.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.